Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited noise, high threshold, p wave amplitude variation and high, out of range pacing impedance. Lead fracture was also noted. The lead was explanted and replaced. The patient was stable.